Manufacturer narrative:
A ge service representative performed an on site investigation. The work station power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up and gave an error message. No patient injury was reported.